Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angel wing. The customer stated that the needle separated from the hub and remained in the pt. She was able to remove the needle because ? Inch of the needle was sticking out.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.